Event description:
It was reported that the patient went to the clinic for an appointment involving an inflatable penile prosthesis (ipp). In the appointment both the physician and territory manager agreed the bulb of the pump was extremely hard to squeeze. The issue was still present but somewhat better after continuing to work the pump and burping the device. The patient will continue working with the physician regarding the device. There were no patient complications related to the ipp.